Event description:
It was reported that muscle stimulation was used during physiotherapy causing the implantable cardioverter defibrillator (ICD) to deliver inappropriate shocks. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.